Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, messages were not processing due to a concurrent error, and some orders did not appear on the es server and stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that messages were not processing due to a concurrent error, and some orders did not appear on the es server and stations. A technical support specialist (tss) found an error in the external inbound messaging service; messages were not processing due to a concurrent error. The tss restarted the external inbound messaging service, but the issue recurred. The tss contacted the hospital information technology and performed a server reboot which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.